Manufacturer narrative:
(B)(4). The blood leak detector was returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility's biomedical technician (bmt) reported an incident that resulted in asymptomatic blood loss on (B)(6) 2016. The biomed revealed that a venous pressure alarm occurred, indicating a drop in pressure, approximately 5 minutes into a patient's hemodialysis (hd) treatment. The fluid being flushed to the drain line was checked with a hemostix; two tests were performed and both strips tested positive for blood. However, the hd machine did not generate a blood leak detected alarm. The customer stated there were visible signs of blood in the bloodlines, which was bright red in color, and no visible signs of blood in the dialysate lines. The patient was moved to another machine and their treatment was continued. The patient was able to successfully complete the hd treatment with no further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Follow-up information was provided by the nurse manager at the user facility who revealed the following. The bloodline and dialyzer in use during this event were not fresenius manufactured disposable products. The patient's blood within the extracorporeal circuit was not returned. The patient' s estimated blood loss (ebl) was noted as being approximately 100ml. Following the event, the machine was pulled from service for evaluation. The biomedical technician found the blood leak detector to be faulty. The biomed replaced the blood leak detector to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The blood leak detector has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The blood leak detector was found to be faulty. The res replaced the blood leak detector to resolve the issue. Following the replacement of the blood leak detector assembly, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. The blood leak detector was received by the manufacturer for analysis. A visual examination of the blood leak detector module found the part to be in good cosmetic condition. No visual damage noted to the blood leak detector module. Functional testing was performed by installing the received component into a working unit. The machine completed all testing without failure. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of no blood leak alarm generated was not able to be duplicated during failure analysis. Therefore, the complaint has been deemed not confirmed.